Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the screen was cracked however it did confirm the comment that the upper case was broken. It was additionally noted that the display wires were pinched but the insulation was not compromised, and that fluid was found in the lower case, the main seal had fluid on it and the main printed circuit board was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen. The status of the epg is unknown. There was no patient involvement. It was further reported that the generator's case was broken and that the generator was returned for service.